Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose reading was unknown. The customer stated that the pump screen is half black and there is a possible crack. The customer used energizer battery and it is not turning on. The insulin pump was returned for analysis.